Event description:
It was reported that two-week post procedure, the patient experienced an infection from the inflatable penile prosthesis (ipp) implant on the corpora cavernosa. The ipp was removed, and the patient has fully recovered.